Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor is short and missing when it was removed from the body. Customer did not recall blood glucose level at the time of incident. Customer uses overtape to hold the sensor securely. Assisted in performing the watertight tester procedure and test passed. The cause of the sensor damage is unknown. Troubleshoot was performed. The sensor will be returning for analysis.